Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d), which is part of the shortened replacement window advisory (B) (6) 2007, population product advisory was initially communicated on 4/5/2007, was near to reaching elective replacement indicator (eri) and was advised by the boston scientific crm technical services consultant for monthly follow-ups. The device monitoring voltage measurement was 2.54 volts, and the charge time measurement was 12.4 seconds. There was no report of adverse patient effect.

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
To date, information suggests that this crt-d remains actively in service and under monthly follow-up. As new information would become available, this report will be further evaluated and updated.

Event description:
--

Event description:
--

Manufacturer narrative:
Most recently, this medical device has been returned to the boston scientific crm post market quality assurance laboratory but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. Upon receipt at our post market quality assurance laboratory, laboratory technicians utilized an engineering level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a comprehensive series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.